Event description:
It was reported that the patient went to the clinic because this artificial urinary sphincter (aus) was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the balloon was identified. The cause of the hole was not detailed by the hospital. All the components were removed and replaced. There were no patient complications reported.